Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, several expiratory cassettes were replaced, which did not resolve the issue. After replacing the air gas module, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the flow transducer test failure during the pre-use check (puc). The replaced air gas module was returned for further investigation. Visual inspection of the gas module revealed no abnormalities. The gas module was placed in a reference ventilator for simulated use testing. During simulated use testing, the device passed several pucs. After passing, ventilation was performed for 24 hours without generating any alarms or errors. After ventilation, several pucs were performed and all of them passed. To further evaluate the returned gas module, the gas module was placed into a test system. During this evaluation, several tests failed, suggesting potential issues with the gas flow through the module and with one of the printed circuit boards (pcb) within the gas module. One of the pcbs, presumed to be the cause of the reported issue, was analyzed against a reference pcb. Measurements of the zero pressure voltage for both pressure sensors on the pcb indicated no significant drift. Additionally, the wheatstone bridge for the pressure sensors was assessed, revealing no notable imbalance. Further in-depth component analysis of the pcb did not identify any specific failures. Our conclusion is that the device failed to meet its specifications due to a random component failure on one of the pcbs inside the gas module. If this fault occurs during ventilation, the patient may receive an oxygen concentration in the gas mixture that deviates from the expected levels. Additionally, flow and pressure may also deviate from the expected values. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref: (B)(4).